Manufacturer narrative:
The referenced device was not returned to the service center for evaluation. However, a field service representative visited the user facility and inspected the device. The field representative observed dirty contacts. The contacts were cleaned and device tested with no fault(s) found.

Manufacturer narrative:
As part of our investigation, the manufacturer followed up with the user facility to obtain additional information. The director of perioperative services at the user facility further reported the doctor was just starting to debride when the reported event occurred. There was no unexpected bleeding from the patient reported and no longer stay or additional procedures needed. The procedure was prolonged by two minutes. In addition, the device was inspected prior to use and no anomalies were noted. The device was not returned to the manufacturer for evaluation. Therefore, the cause of the reported "handpiece stopped working during procedure" could not be confirmed at this time. However, if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that two diego elite handpieces stopped during the same procedure. The doctor unplugged them and re-plugged as they both worked intermittently throughout the procedure. As a result, the case was prolonged and the patient required additional anesthesia. The procedure was completed as doctor resolved the issue with a third diego elite handpiece. There as no error message, or anything to indicate the type of fault, just a blank screen on the console. This is for device 2 of 2.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no deviations or non-conformances noted. There was no scrap activity observed. Pre assembly, post assembly and functional tests were performed and the device passed all functional tests. A review of complaint trending reveals this complaint does not rise to an actionable level. Risk documentation was reviewed, but a definitive root cause of the reported failure mode could not be determined. For this reason, the assessment could not be completed.